Manufacturer narrative:
H3,h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the post fractured off of the lgn ps high flex xlpe sz 7-8 10mm. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, a visual verification that parts are free of damaged areas, burrs, steps, inclusions, porosities, sharp edges and cracks must be performed within the steps of the final inspection. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2023, the patient knee kept dislocating in deep flexion and relocated in extension. The surgeon also reported that patient had a fall within first 2 weeks of primary surgery in 2023 and fractured patella. A revision surgery was performed on (B)(6) 2024, in order to exchange lgn ps high flex xlpe sz 7-8 10mm. Upon removal of primary insert, it was found that the post was broken off from the body of the insert. Post fragment was located posteriorly to femoral component by surgeon and removed from patient. Surgeon advises that insert post fracture most likely occurred when the patient fell in 2023. A new gns ii con ins sz7-8 13mm was implanted. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.